Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during bolus deliveries. There was no impact to the customer's blood glucose levels. The customer began, but declined to complete troubleshooting to determine the source of the occlusion.